Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had a history of noise and oversensing on the atrial channel which resulted in the inappropriate storage of atrial tachycardia response (atr) events. The oversensing did not result in pacing inhibition. A revision procedure was subsequently performed and the system was removed from service and replaced. No additional adverse patient effects were reported.